Event description:
It was reported that an ilet bionic pancreas touchscreen was cracked, likely due to an accidental drop from a pocket, after which the user could only select reboot and could not otherwise operate the device; the affected component was the touchscreen, and the event did not affect blood glucose management as the patient reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.